Event description:
It was later reported that "it was a complete system that was implanted, not only a pump." The date was unknown. The pump was used to deliver lioresal.

Event description:
A probable dysfunction of the pump was reported; the pump was replaced. Per reporter, the surgeon was certain that it was a catheter problem, and made an insitu bolus to check the pump; it worked "ok." However, the surgeon changed the pump "anyhow because the doctor was asking for this. The pump was disposed by the hospital staff.